Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Contact alleged the basal iq software did not suspend insulin delivery as intended. Reportedly, the customer required assistance addressing bg level with glucose tablets and gatorade. Tandem technical support reviewed the pump logs and verified that a continuous glucose monitor session had not been started, however, the contact maintained that the pump did not function as intended. Reportedly, the customer reverted to an alternate pump for insulin therapy.